Manufacturer narrative:
(B)(4). Not being returned by the hospital.

Event description:
Patient underwent initial surgery on (B)(6) 2018. Patient has complained of increased pain on (B)(6) 2018. MRI was ordered and it showed loose rotator cuff anchor. Patient is scheduled for revision surgery due to loosening on (B)(6) 2018. No updated information was provided since the event was initially reported on (B)(6) 2018.

Manufacturer narrative:
Ref: (B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent initial surgery on (B)(6) 2018. Patient has complained of increased pain on (B)(6) 2018. MRI was ordered and it showed loose rotator cuff anchor. It was also reported that patient was scheduled for revision surgery due to loosening on (B)(6) 2018 but no new information regarding the revision surgery was received. Manufacturer was later notified that device is not being returned for evaluation.

Manufacturer narrative:
Ref: (B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Complaint initially reported biowick surelock as the complainant product. After revesion surgery, it was determined that quatro link anchor is the complainant device. A separate MDR report will be reported for the quattro link device. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent initial surgery on (B)(6) 2018. Patient has complained of increased pain on (B)(6) 2018. MRI was ordered and it showed loose rotator cuff anchor. An update was sent out stating that patient had increased pain so MRI was ordered. A revision surgery took place on (B)(6) 2018. It was found that over 50% of the anchor was prominent and rubbing against the deltoid muscle. There was significant amount of scar and adhesions around the anchor. The anchor and some rotator cuff sutures were removed. The biowick surelock study device (biowick surelock) was not revised or removed as part of this revision surgery.